Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia with blood glucose of 515 mg/dl. The customer's blood glucose was 550 mg/dl at the time of incident. The customer felt okay to troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because they checked reservoir and thoughts that it did not lose enough insulin. Customer stated that at the hospital they treated with intravenous insulin. The customer was treated by syringes. Customer reported that they have contacted their health care professional regarding high blood glucose. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.